Event description:
The customer reported at 10:40 pm he activated a new pod and his blood glucose and insulin history is as follows: time: 12:00 am, bg (mmol/l): 26, (mg/dl): 468, bolus (u): 3.0 (manual injection). Time: 1:00 am, bg (mmol/l): 9.9, (mg/dl): 178. Mid-day (exact time was not provided) - the pod was deactivated. He stated there was blood in the cannula and it seems to be a little bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.